Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the clinic for follow-up. The right ventricular lead exhibited noise causing oversensing and pacing inhibition. Noise appeared to be due to external factors. The patient was asymptomatic to the event. Programming changes were completed. Patient condition was stable.